Event description:
Dealer says the chair drives and flashes 7. He sees the lower joystick cable pinched, and we plugged the joystick and its cable into the controller and it still flashes 7. He said he tried a joystick and says he has 26 volts.RMA qt issued: (B)(4).